Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer was not able to troubleshoot with tandem technical support as the customer did not have enough supplies available. Customer was to resort to manual injections for backup therapy until more supplies are received. Customer also stated that they delivered a bolus via the pump and did not eat which lead to a low blood glucose (bg) of 60mg/dl. The low bg level was treated by consuming food, and carbohydrates.